Event description:
It was reported that during procedure, the tip of the catheter was fractured and moved to the external carotid artery. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the entire catheter shaft was found bent. The shaft was kinked 10cm from the proximal end. The radiopaque (ro) marker was missing from the distal tip of the catheter and the distal tip was broken, confirming the reported issue. In case of this complaint, there were no anomalies noted to the catheter during preparation, the device was prepared as per direction for use (dfu), and the patient¿s the patient¿s internal carotid artery (ica) was noted to be tortuous. From the damage noted to the device, it is evident that there were difficulties encountered during the clinical procedure causing the ro marker to detach from the distal tip.it is probable that the tortuosity of the patient¿s anatomy causes the as reported event; therefore, an assignable cause of procedural factors was assigned to the as reported issues ' nv - dac shaft broken/fractured', and 'nv ¿ unexpected movement of device' and to the as analyzed issues 'nv - dac tip damaged','nv ¿ catheter ro marker missing', ' nv ¿ dac shaft damaged'as the issues are associated with a product that meets stryker design and manufacture specification and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the tip of the catheter (subject device) was fractured and moved into the external carotid artery. The fractured part of the catheter was removed form the patient's anatomy. The clot was not fully removed from the patient. The procedure was completed to the extent of the physician satisfaction. There were not clinical consequences to the patient reported due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the entire catheter shaft was found bent. The shaft was kinked 10cm from the proximal end. The radiopaque (ro) marker was missing from the distal tip of the catheter and the distal tip was broken, confirming the reported issue. Functional testing was not performed as the defect was visually confirmed. In case of this complaint, there were no anomalies noted to the catheter during preparation, the device was prepared as per the direction for use (dfu), and the patient¿s anatomy was noted to be tortuous. From the damage noted to the device, it is evident that there were difficulties encountered during the clinical procedure causing the ro marker to detach from the distal tip. It is probable that the tortuosity of the patient¿s anatomy causes the as reported event; therefore, an assignable cause of procedural factors was assigned to the as reported issues ' nv - dac distal tip detached/separated ', and 'nv ¿ unretrieved device fragments' and to the as analyzed issues 'nv ¿ dac shaft kinked/ bent', 'nv ¿ dac distal tip detached/separated', and 'nv ¿ catheter ro marker missing', as the issues are associated with a product that meets stryker design and manufacture specification and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the tip of the catheter (subject device) was fractured and moved into the external carotid artery. The clot was not fully removed from the patient. The procedure was completed to the extent of the physician satisfaction. There were not clinical consequences to the patient reported due to this event.